Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to correct the reported event. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and found in system logs, error was confirmed. Upon visual inspection, issues were found that would be related to the reported event. The usm was installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the cannula printed circuit assembly (pca) sensor was further inspected and was verified to be the source of the fault. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause can be attributed to a faulty cannula pca sensor assembly.

Event description:
It was reported that prior to the start of a da vinci assisted surgical procedure, the cannula mount lever on universal surgical manipulator (usm) 3 was not working. Customer informed that they were unable to drape the robot to continue with procedure and that they would be using another robot to continue. The procedure was converted to another dv system with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the ports were placed. The patient tolerated the change. There was no patient injury. There was a 30 minutes delay.